Event description:
Additional information received reported that the date of the patient¿s surgery was (B)(6) 2014. It was stated that there was nothing wrong with the patient¿s previous ¿device and wires.¿ it was noted that the healthcare provider had taken x-rays and had done impedance testing and everything was normal. It was stated that the patient¿s responses had been inconsistent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n369625, implanted: (B)(6) 2013, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was not getting therapy or feeling stimulation. It was noted that the patient was adjusted by a manufacturing representative 2 weeks prior to report. It was noted that since the adjustment, the device had stopped working. It was noted that the patient was not getting relief and was not feeling any pulsation. It was noted that the patient had been adjusted 3 times since implant. It was noted that the patient stated that the device therapy did not last long, only a few days, and then it stopped working. It was noted that this had been an issue since the device was implanted. It was noted that the patient was not feeling any stimulation at the time of report. It was noted that the device was on. It was further noted that the patient had tried increasing the stimulation amplitude but that it did not help. It was noted that when the patient increased the stimulation she felt pulsations in her side and not in her back and legs where she needed the stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to having the device explanted, the patient was unable to adjust the device and it ¿wouldn¿t do anything.¿ it was noted that the device was ¿giving [the patient] more pain than it was helping.¿ it was noted that the pain had started ¿about a month after.¿ it was noted that the pain was down in the patient¿slegs. It was stated that ¿they said it was [the patient¿s] sciatic nerve and possibly pressing on something.¿

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3550-9, lot# n369625, implanted: (B)(6) 2013, explanted: (B)(6) 2014. Product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported that all impedances were within normal limits. It was noted that the device was explanted on (B)(6) 2014. It was stated that the patient had requested that the device be removed because she got perfect coverage, but after "days or weeks" the coverage wouldn't "keep with her pain." It was noted that the lead was damaged while removing it from the patient.

Event description:
Additional information received reported that there was a prophylactic replacement of the device. It was noted that the patient requested that the device be removed. It was noted that it would help for a few days and or weeks andthen it would change to be ineffective. It was noted that the patient had been programmed numerous times and the device was covering all pain areas. It was noted that all impedances were normal and the lead was perfectly midline at the bottom of t8 covering t9 and t10.

Manufacturer narrative:
Analysis of the implantable neurostimulator serial # (B)(4) found no anomaly. Analysis of the anchor lot # n369625, found that the stimulation anchor had separated. Analysis of the lead, lot # va02h4m043, found that the stimulation lead body had been cut through and the product had been segmented. Analysis of the anchor found that the stimulation anchor had separated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.